Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a routine follow-up, loss of capture was observed on the lv lead. A chest x-ray revealed lead dislodgement. The lead was explanted and replaced. The patient tolerated the procedure well.